Event description:
Allegedly, patient was revised due to pain: elevated cobalt and chromium metal ion levels; moderate size fluid collection; metallosis and swelling; thick yellowish fluid build-up; scar tissue build-up; minimal acetabular bony ingrowth: right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01377.